Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced ineffective therapy due to lead migration of the t10 lead and was able to confirm via x-ray. It was reported the lead exhibited high impedances too. As such surgical intervention was undertaken wherein the t10 lead was replaced but the other t6 lead was unable to be replaced due to excessive scar tissue and as such explanted. Along with other leads. Therapy was restored following the procedure.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI:(B)(4), serial:(B)(6), batch: 10097675. Common device name: drg lead, model: mn10450-50a, UDI:(B)(4), serial:(B)(6), batch: 9242372.